Event description:
It was reported that when using the bd pyxis¿ medbank tower, IV keys were automatically destocked by the system. The user was unable to issue ivs because the IV keys were not available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie (bin 02-03) was automatically destocked by the system. The technical support specialist (tss) remoted into the system and restocked the IV keys to the cubie. After re-assignment, the nurse successfully issued the items. The cubie was tested using the tester app and returned a successful read, confirming no hardware issue. The system functioned as intended after the technical support specialist (tss) resolved the issue.